Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just got his sensor and has not had it in for 3 days and the serter is not working properly. Customer stated that it won't snap or insert the tubing on the sensor. Customer stated that it won't insert the needle. Customer stated that the sensor comes out really slowly. Customer stated that the serter has worked each time he has used it. Customer stated that the last 2 times he has used the serter, the serter was not firing and inserting the sensor. Customer's blood glucose was 77 mg/dl at the time of the incident. Customer stated that the fold over flap may jam the serter if it is moved out of the assembled position. Customer stated that when he removes the sensor and locks the serter into firing position and then presses the green button, the serter works properly. Customer stated that over the past year, he has seen paramedics over the last 150 times for low blood sugars. Customer stated that his blood glucose got down to 39 mg/dl because